Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion; guide cath: finecross gt, kusabi. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the non-calcified, distal right coronary artery. The 2.0-12 mm minitrek rx balloon catheter was advanced to the lesion and inflated once at 4 atmospheres at which time the balloon ruptured. There was no resistance felt during advancement of the balloon catheter to the lesion. The lesion was further dilated with a non-abbott balloon catheter. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.